Event description:
It was reported by the customer that a pyxis medstation es system was not powering on fully and screen stays black. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height 2.1 and 2.2 were off bus. A field service engineer found drawer board controller on 2.1 was causing issue and replaced the board to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.